Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customers blood glucose value at the time of incident was 250 mg/dl. Customer was unable to clear the alarm and able to rewind the insulin pump. The unexpected restart alarm was recurring after battery change. Troubleshooting was performed for unexpected restart and insulin pump will be returned for analysis.